Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported starting today the patient was shaking and had trouble walking. The patient¿s healthcare facility gave the patient carbidopa, and when they took up they were dizzy. The consumer tried to connect with the implantable neurostimulator (ins) using the communicator but got error code 580 and therapy was off, but they didn¿t know how therapy was turned off. During the call the patient was recharging their implant. It was reviewed the communicator would be unable to connect while recharging the implant. During the call the consumer was able to connect with instructions and confirmed therapy was on, shaking stopped, and settings were: group a- left 4.7, right 2.2. The stimulation level was going to be maintained and symptoms monitored. It was mentioned the patient¿s healthcare facility wasn¿t familiar with their device and the consumer only saw the patient once a week to check the device.